Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as a bloody diluent leak near the laser unit on the instrument. The volume was not reported and the leak was contained. Customer also reported the instrument did not generate results for differentials on the samples run on the instrument at the time of the leak. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a loose fitted sample line tubing at the bottom of the flow cell. The fse stated the volume was 5 cc which leaked at the bottom of the ttm (triple transducer module).the fse refit the sample tubing with a support sleeve and attached to the bottom fitting of the flow cell to resolve the leak. (B)(4).